Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a severely calcified and moderately tortuous cto proximal rca lesion. The physician attempted to use a resolute onyx drug eluting stent. No damage was noted to the device packaging, no issues noted removing the device from the hoop. The device was inspected and negative prep performed prior to use with no issues noted. During the procedure, the lesion was pre-dilated. It was reported that the device did not pass through a previously deployed stent. Resistance was encountered and excessive force was used during delivery. It was reported that due to the heavily calcified lesion, a good deal of pre-dilation was required to get to the position of stenting. The stent was noted as deformed in vivo during positioning and was replaced with further resolute onyx stents. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.